Manufacturer narrative:
A customer in (B)(6) notified biomrieux of a false positive result when using the product vidas toxo igg ii (ref. 30210), lot 1005798260. The sample was negative with western blot technique and the patient has lupus. An investigation was performed. Records were reviewed for four (4) retained internal samples of vidas toxo igg ii (ref. 30210), lot 1005798260: g230 : 18.49ui/ml; range : 16.3ui/ml [10.7-21.9]; g231 : 1.76ui/ml; range:1.98 ui/ml [1.05-2.91]; g238 : 0.06ui/ml; range : 0.11 ui/ml [0.0-0.43]; g245 : 26.33ui/ml; range : 21.6 ui/ml [14.2-29.0]. Seven (7) batches of vidas toxo igg ii, including lot 1005798260 were reviewed, and lot 1005798260 was in the trend of the other batches. The laboratory tested the customer's returned sample with a retained kit of vidas toxo igg ii lot 1005798260, and confirmed the customer's result of 22 ui/ml (positive). The customer's sample was then sent to an external expert laboratory of toxoplasmosis. The expert confirmed the presence of igg and the absence of igm with the architect elisa method and the vidas method. The avidity of the igg was high. The negative result of the western blot igg was confirmed too. The expert concluded results were due to an immune dysfunction of the patient, probably linked to the lupus. The investigation concluded the issue was due to the specific sample, and that vidas¿ toxo igg ii (ref. 30210) lot 1005798260, performed as expected.

Event description:
A customer in (B)(6) notified biom¿rieux of a false positive result when using the product vidas¿ toxo igg ii (ref. 30210), lot 1005798260. The customer reported that a female patient, who gave birth on (B)(6), was toxoplasma seronegative on the day of delivery. She was tested with vidas¿ toxo igg ii and vidas¿ toxo igm. The results were both negative with an index of 0.03 for vidas¿ toxo igm and 0 ui/ml for vidas¿ toxo igg ii. On (B)(6) 2017, the patient was retested with vidas¿ toxo igg ii (ref. 30210), lot 1005798260. The result was positive at 23 ui/ml. The same day, the customer retested the sample from (B)(6), and obtained the same negative result. Vidas¿ toxo igm was also tested on (B)(6) 2017 with a negative result, and toxo igg avidity was tested, showing high avidity. On (B)(6) 2017, the patient was hospitalized for reasons unrelated to the vidas¿ toxo igg ii result (the physicians concluded that the patient suffered from lupus). The vidas¿ toxo igg ii was retested with a positive result of 25 ui/ml. The samples from (B)(6) 2017 were sent to (B)(6) for confirmation. Both were confirmed as negative with roche confirmatory technique. A western blot technique was performed and confirmed both samples were negative. The false positive result had been reported to the physician. The patient did not receive exogene igg (no transfusion or injection). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biom¿rieux internal investigation has been initiated.